Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effects of worsening mitral regurgitation (mr) and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) resulting in decompensation (heart failure) could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption numbere 2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2019, two mitraclips were implanted, reducing grade 4 functional mitral regurgitation (mr) to grade 1+. On (B)(6) 2019, the patient was re-hospitalized with heart failure. A transthoracic echocardiogram (tte) was performed and noted the mr increased to grade 4. A single leaflet device attachment (slda) was suspected. A transesophageal echocardiogram (tee) was performed on (B)(6) 2019 and slda was confirmed. One clip was noted to have detached from the anterior leaflet, remaining attached to the posterior leaflet. The other clip remained well attached to both leaflets. On (B)(6) 2019, a second mitraclip procedure was performed, with implantation of one clip, reducing mr to grade 2. Post procedure, the patient was in stable condition. No additional information was provided.